Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 the patient reported not receiving low alert sounds on g6 app. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. Confirmation of the complaint was confirmed via data. The probable cause was determined to be patient misuse.